Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was admitted to the hospital on the same day a sensor was applied to her arm. According to her husband, paramedics were called immediately after the patient experienced sudden shaking, sweating, and confusion. The patient is unsure whether her bg was checked at home, as she was already incoherent at the time. Her dexcom app displayed an estimated glucose value (egv) of 360 mg/dl, but upon arrival at the hospital, her actual bg measured 46 mg/dl, while the egv remained above 300 mg/dl. The patient does not recall what medications were administered, other than receiving IV fluids and glucose tablets. She was hospitalized for one day (more than 24 hours) and discharged after being cleared by the physician. No additional details were documented. Data was provided for investigation. The allegation was confirmed due to the finding of inaccuracy between the cgm and the bg meter occurred within the investigation window. The probable cause of the inaccuracy between the cgm and the bg meter could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.